Event description:
It was reported that the patient underwent an unspecified "back surgery" using rhbmp-2/acs. At an unknown time post-op, the patient developed "serious injury, such as pain and the mental anguish and fear of needing another surgery."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6). (B)(4). (Leg pain), (persisting back pain).

Event description:
It was reported that on: (B)(6) 2005: patient presented for an office visit. On (B)(6) 2005: patient visited office and was scheduled for a transforaminal interbody fusion l3 to l5. On (B)(6) 2005: the patient having history of intractable back and radiating leg pain was diagnosed pre-operatively with: degenerative disc disease; neuroforaminal stenosis; instability at l3-l4 and l4-l5. The patient underwent the following procedure: posterior transforaminal decompression and interbody fusion, l3 to l5. Per op-notes: ¿a standard midline incision was made from the l3 through l5 levels¿the screw system was utilized¿once a through discectomy was completed at each level, we proceeded with the instrumentation. Disc space was distracted with sequential distraction plugs upto 10-mm implant. Once the implant was in place, a titanium rod was placed in the contralateral side within the pedicle screws previously inserted and locked in position. This effectively locked our distracted position. With the implant, a peek cage was then packed with rhbmp-2/acs. It was impacted in place centering it within the midline at both the l3-l4 and l4-l5 levels. Prior to implantation of the peek device, morselised bone from the posterior elements was combined with an rhbmp-2 sponge and packed on the anterior aspect of each disc space at both l3-l4 and l4-l5..¿ on (B)(6) 2005: patient was discharged with discharge instructions. Patient also underwent x-rays of lumbar spine from l3 through l5. Impression: no malalignment. On (B)(6) 2005: patient presented for follow-up on his two-week post surgery. He reported of having some back pain issues, and no significant leg pain. Physical examination revealed that patient¿s incision was nicely healed. On (B)(6) 2005: patient presented for follow-up and reported of having some back pain issues, no leg pain. Physical examination revealed that patient¿s incision was nicely healed. X-ray examination showed the hardware in excellent alignment. On (B)(6) 2006: patient presented for follow-up on his three months status post surgery. He reported of having stiffness and lower extremity weakness secondary to deconditioning. Physical examination revealed that patient¿s incision was clean, dry and intact. X-ray examination revealed hardware in excellent position and solid fusion mass at the implant sites. On (B)(6) 2006: patient presented for therapeutic exercises, which included stretching, strengthening and other functional exercises. On (B)(6) 2006: patient, who is about six months status post tlif, l3 to l5, returned for recheck. He complained of still having low back pain issues, and burning over his lumbar spine and lumbosacral junction area. Physical examination revealed that patient¿s incision was well healed. X-ray examination revealed hardware in excellent position and solid fusion mass at the implant sites. On (B)(6) 2006: patient underwent x-ray of the shoulder. Conclusion: ¿no bony abnormalities in the right shoulder.¿ on (B)(6) 2006: patient presented for follow up and complaint of numbness, tingling and pain involving his bilateral hands, right equal to left. On (B)(6) 2007: patient presented for office visit and underwent CT of abdomen and pelvis routine. On (B)(6) 2008 the patient presented with admitting diagnosis of cysto and underwent cystoscopy. On (B)(6) 2008: patient underwent MRI scan of the brain. Conclusion: ¿no sign of brain atrophy.¿ on (B)(6) 2008: patient underwent CT scan of the paranasal sinuses without contrast. Conclusion: ¿mild mucosal thickening in the right ethmoid sinus.¿ on (B)(6) 2008: patient underwent x-ray of bilateral feet. On (B)(6) 2008: patient underwent x-ray of the chest due to chest pain with clinical diagnosis of copd. Conclusion: ¿no evidence of acute cardiopulmonary process.¿ on (B)(6) 2008: patient presented for an office visit and reported sensation of food/liquid stuck low in his throat, and underwent x-ray of esophagus. On (B)(6) 2009: patient underwent x-ray of bilateral feet. On (B)(6) 2009: patient underwent x-ray for the speech therapy. On (B)(6) 2009: patient underwent head CT scan without contrast due to his medical history of dizziness and headache. Conclusion: no acute intracarnial pathology. On (B)(6) 2009: patient underwent x-ray of the chest due to chronic bronchitis. Conclusion: ¿no evidence of acute cardiopulmonary disease.¿ on (B)(6) 2010: patient underwent MRI of left foot. Finding: ¿there is no abnormal bone marrow edema to suggest contusion. The mortise joint is congruent.¿ on (B)(6) 2010: patient underwent x-ray of the thoracic spine. Conclusion: unremarkable study. Patient also underwent x-ray of the lumbar spine: post-surgical change at l3-l5. On (B)(6) 2010: patient underwent CT scan of the lumbar spine due to low back pain. Finding: ¿there is moderate arterosclerotic calcification of the aortoiliac vasculature.¿ on (B)(6) 2010: patient underwent x-ray of the left shoulder, due to left shoulder pain. Conclusion: unremarkable left shoulder. On (B)(6) 2011: patient presented with bleeding from the rectum/ anus, that is moderate. On (B)(6) 2011: patient presented with complaint of low back pain. On (B)(6) 2011: patient presented with wrist pain, shoulder pain. Patient underwent x-ray of the left shoulder. Impression: no evidence of fracture or dislocation. Patient underwent x-ray of the right wrist. Impression: small bony fragment projecting dorsal to the scapholunate interval; differential considerations include a prior or recent fracture. An usual normal variant ossicale could be considered but the fragment is slightly irregular. Small avulsion fragments from the triquetrium are typically somewhat more distal and immediately posterior to the triquetrium; small bony fragment near the scaphoid suggesting an unusual normal variant or perhaps prior injury; slight apparent widening of the scapholunate ligament. On (B)(6) 2011: patient underwent prostate ultrasound. Impression: benign prostatic hypertrophy. On (B)(6) 2011: patient underwent x-ray of the chest. Impression: no active disease. On (B)(6) 2012: patient underwent MRI of the left shoulder. Impression: partial tears of the anterior posterior supraspinatus tendon with a background of teninosis. Associated artropy of the suraspinatus muscle; mild tendinosi of the distal infraspinatus tendon; mild to moderate ac joint osteoarthritis; probable fraying or small tear of the superior labrum. On (B)(6) 2012: patient presented for office visit with chief complaint of shoulder pain. On (B)(6) 2012: patient underwent a treadmill/ stress exercise test due to complaints of chest pain and dizziness. Conclusion: ¿there were no symptoms indicative of cardiac distress throughout the exercise or recovery periods.¿ on (B)(6) 2012: patient underwent carotid duplex test due to complaints of chest pain and dizziness. Conclusion: there is no significant arterosclerotic plaque and stenosis. On (B)(6) 2012: patient underwent transrectal ultrasound and biopsy. On (B)(6) 2012, (B)(6) 2013: patient presented with chronic low back pain, bilateral shoulder pain secondary to bursitis. Pain radiating from low back into bilateral legs. On (B)(6) 2012: patient presented for office visit with chief complaint of dizziness and underwent review of systems and neurological examinations. On (B)(6) 2012: patient presented with complaints of rash. The rash is located on the right leg and left leg. On (B)(6) 2012: patient underwent left shoulder MRI without contrast. Conclusions: exam markedly limited by motion. Severe atrophy of the supraspinatus muscle is highly suggestive of a tear , but it is difficult to delineate a discrete frayed; tendinosis and fraying of the infraspinatus tendon and tendinosis and slight thickening of the subscapularis tendon; acromioclavicular joint arthropathy and small amount of fluid in the subacromial/subdeltoid bursa. On (B)(6) 2012: patient underwent x-ray of the chest. Impression: lungs clear. No change. On (B)(6) 2012: patient presented with pre-anesthesia evaluation. Impression: patient has a history of noninsulin dependant diabetes and is scheduled for a left shoulder acromioplasty and possible left distal clavicle resection . On (B)(6) 2012: patient presented with following pre-op diagnosis: impingement/ ac djd l shoulder. Procedure: anterior acromioplasty, resection distal clavicle, rotator cuff repair l shoulder. Patient tolerated the procedure well. Patient underwent x-ray of left shoulder. Findings: single view from the operating suite shows the gas in soft tissues and opaque surgical clips. Bony structures and joint spaces appear in overall normal position. On (B)(6) 2013: patient presented for follow-up. On (B)(6) 2013: patient underwent CT scan of the head without contrast. Impression: no acute intracranial pathology. Left sided nasopharyngeal wall lesion requiring futher study. Chest pa and lateral impression: no acute disease. On (B)(6) 2013: patient presented for office visit with chief complaint of constant pain and nerve damage. Patient¿s review of system revealed arthralgias. On (B)(6) 2015: patient underwent x-ray of bilateral hips. Impression: ¿there are minimal degenerative changes of the hips, which is symmetric bilaterally. Spinal fusion devices seen in the lumbar region.¿

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent an posterior transforaminal lumbar interbody fusion surgery at l3 to l5 using rhbmp-2/acs on (B)(6) 2005. Patient's post-operative period has been marked by increasingly severe lower back pain with radiating pain into his lower extremities. A CT scan performed on (B)(6) 2010 reveals bony overgrowth and pseudomeningocele. Patient continues to experience severe and unrelenting lower back pain with radiating pain to his lower extremities. He has difficulty walking and uses both a cane and scooter for mobility.